Event description:
It was reported the stent failed to deploy during placement in a left arm dialysis graft. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned for evaluation. The safety clip was missing. The tuohy borst adapter was opened and the 2-way stop cock was closed. The sheath was completely torn off. The outer sheath was elongated in the area of 30 mm distal from the location of the tear-off. The stent was loaded and in place. The tip protruded 9 mm from the outer catheter. The outer sheath was kinked right behind (proximal) the distal cap. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.